Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed and damage was noticed on the film cassette. No others issues were detected on tubing set. After visual inspection the cassette was inspected with the microscope and noted the damage was one pinhole. No damage on the hard plastic was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device has not been returned to manufacturer for physical evaluation. A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported a cassette fluid leak during treatment. The patient opened the cassette door to remove the cassette and found fluid inside the cycler door. The patient was advised to contact the pd nurse regarding the fluid leak on how to complete the treatment. During follow up the patient reported there were no injuries or complications from the leak event. The patient's effluent remained clear and the patient was not prescribed any antibiotics.